Manufacturer narrative:
Concomitant medical products: product ID: evolutr-29-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated intermittent right atrial (ra) lead undersensing during atrial arrhythmia episodes. It was reported there was no affect on device function. The lead remains in use. No patient complications have been reported as a result of this event.